Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer requested an event log review to determine if an infusion had been programmed under guardrails or as a basic infusion, stating it is suspected that insulin infused at the wrong rate of 100ml/hr which exceeded their safety limit for regular insulin. Specific intended programming parameters have not been provided.

Manufacturer narrative:
The customer¿s report of insulin infusing too fast was confirmed. The pcu event log showed the user initially programmed insulin regular as a custom concentration infusion through guardrails with a drug amount of 5.48unit and a diluent volume of 100ml, which made the concentration 0.055units/ml. Yes was selected to the guardrails warning ¿concentration is below guardrails limit of 0.9unit/ml. Proceed?¿ the dose was then programmed as 5.48unit/hr, which made the rate 100ml/hr. Approximately 53 minutes later the infusion was reprogrammed to infuse insulin regular 100unit/100ml through guardrails at a rate of 5.4ml/hr; the rate was later changed to 4.4ml/hr. The volume recorded as being infused from its start until the device was channeled off was 82.148ml. The root cause of insulin infusing too fast was identified as a user programming issue.